Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant of the left ventricular lead, an unusual amount of force was necessary to remove the guidewire; so much, that the outer lead was noted to be "buckling" on itself. It was also reported that a kelly clamp was used to help in the removal of the guidewire. The lead remains in use. No patient complications have been reported as a result of this event.